Manufacturer narrative:
Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the same reference of suture, comes with a bigger size of the needle than the usual."